Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2011. Following the procedure, the patient experienced an unknown injury. On (B)(6) 2019, the patient underwent surgical intervention for mesh removal. *additional information received on june 13, june 14 and june 16, 2022: on (B)(6) 2019, the patient presented for follow-up visit. She presented with fistula on the left ischiorectal area. She was sent for MRI revealing possible vaginal cutaneous fistula. No evidence of fistula was seen to the anus. However, there was suggestion of a connection to the vagina which the surgeon thought was unusual. She was seen by a gynecology and there was an exposed mesh in the vagina from bladder sling. The fistula might be related to previous sling with mesh. No obvious fistula to vagina was noted. She was brought to the operating for exam under anesthesia and seton placement if fistula was found to the anus. Upon inspection, she had evidence of external fistulous opening in the left lateral quadrant outside the sphincter complex. Anoscopy revealed internal hemorrhoids and hypertrophic papillae. No internal openings were seen to suggest anal fistula. No proctitis. On vaginoscopy, exposed mesh in the left side of the vagina was noted. The external fistulous opening was then excised sharply with a scalpel. A fistula probe was placed into the fistula tract and it tracked to the vagina. There was no tracking towards the anus. The fistula tract was excised partially. There was no evidence of inflammatory bowel disease on upper endoscopy and colonoscopy. She still has pain and discharge from the area on the buttock. On (B)(6) 2019, the biopsy results noted at that time included: 1. Fistula: the ulcerated and necrotic squamous epithelium and subcutaneous tissue with associated acute and chronic inflammation consistent with fistula. There is no evidence of a neoplastic process present. 2. Anal fistula: fragments of fibroadipose tissue with acute and chronic inflammation and necrosis, consistent with debrided tissue. There is no evidence of a neoplastic process present. On (B)(6) 2019, the patient presented for an evaluation for a mesh. She reported having onset of intermittent pelvic pain and pressure, groin pain, and body pain throughout the years after her mesh surgery. She complained of pain in the bladder, pelvis and abdomen. She also reported having moderate urinary urgency and frequency that had been present for two months. She complained of leaking with heavy stress maneuvers and strong urge incontinence. She leaks with heavy lifting, coughing and urgency. The urinary incontinence was described as drips daily and occasionally needs to change clothing. Additionally, she complained of having constipation and strains during a bowel movement. She had urinary tract infection two months ago and was treated with keflex. She had a corrective surgery for her fistula on (B)(6) 2019, but continues to have pain when sitting despite having the surgery. Furthermore, she reported having fever, chills, headache, blurred vision, dizzy spells, numbness/tingling, excessive thirst, nausea/vomiting, indigestion/heartburn, chest pain, high blood pressure, muscle weakness, joint pain, back pain, urinary retention, urinary frequency, urinary urgency, wheezing, frequent cough, shortness of breath, depression and crying. Impression and recommendations: problem #1: exposure of implanted urethral mesh into urethra. Will examine under anesthesia in the operating room. Will revise and excise mesh of exposed vaginal mesh and diagnostic cystoscopy under anesthesia. Problem #2: mixed urinary incontinence. Bothersome urinary leakage with both stress and urgency. Recommend and plan cystoscopy at the time of mesh revision/excision will re-assess after surgery. Problem #3: pelvic muscle weakness. Recommended kegel exercise and may need to go for pt after mesh removal. Problem # 4: constipation. Increase dietary fiber and fiber supplements. On (B)(6) 2019, the patient presented for postop evaluation of vaginal mesh and diagnostic cystoscopy. She reported having constipation and straining during a bowel movement. She complained of mild vaginal bulge and sharp pain where the vaginal mesh was removed. She expressed feeling depressed and anxious about life. She reported she had been frequenting the ER for panic attacks, persistent pain and other sommatic complaints. She endorsed crying spells, lack of motivation, challenges with adls, "feeling like something bad is going to happen." She denies current suicidal ideation, but reported she has experienced thoughts of ending her life in the past. She is linked to mental health treatment, has been attending program for one week. She was prescribed cymbalta 20 mg by her pcp (primary care physician) but has not filled the prescription as she is afraid to take it. Emotional/psychological health comments: low suicide risk due to past history of ideation. She had s/I approximately three months ago with fleeting thoughts of drinking all her medications. Did not act on thoughts. Severity of the thoughts was five on the scale from 1-5. Thoughts were a few minutes. She was then prescribed medication for physical and mental health, psychoeducation. To be seen for a follow-up in two weeks. Impression and recommendations noted at that time: problem # 1: postoperative visit. Patient with presence of sutures along urethra and vagina . Patient continues to complain of sharp pain over inguinal area. She is extremely depressed and will see a social worker. On (B)(6) 2021, she presented with complaint of pelvic pain. She felt random episodes of pelvic pain that was sharp and was daily varying degree. The pain had been present for two to two and half years. Notes at that time included she previously had mesh revision on (B)(6) 2011 and (B)(6) 2019 and surgery for fistula. In (B)(6) 2021, she was also started being treated with estrogen cream for severe atrophy. She was not using the vaginal estrogen when she was last seen in (B)(6) 2022. It was explained to her the importance of using vaginal estrogen cream and she was scheduled for follow-up. She reported she had been using the vaginal estrogen cream since then. Additionally, the patient reported dysuria, urgency, nocturia, no desire for sexual activity as it was painful the last time (approximately 2 years ago). Review of systems: genitourinary: positive for pelvic pain and urgency. Vagina: atrophic and tenderness, granulation tissue and mesh palpable on the left sulcus area, consistent with tot mesh. No prolapse noted. On (B)(6) 2022, the patient presented for follow-up of transobturator sling exposure. She reported she occasionally has some spotting and continues to have a discharge. She has not had any change in her pelvic pain. On exam, the area of tenderness was isolated to the left periurethral sulcus with the mesh exposure was located. On the same day, she underwent suburethral sling revision and cystoscopy procedures due to exposure if implanted urethral mesh. The mesh was not completely removed, but only the exposed area and its immediate surrounding. Findings included: very small sling exposure palpated at left periurethral sulcus with pain on palpation. This was noted in preoperative before the surgery; no mesh exposure was noted once the patient was under anesthesia; scar tissue palpated from 12 to 3 o'clock resected and revised; and granulation tissue at left vaginal side wall at 4-5 o'clock resected and vaginal wall repaired. Cystoscopy revealed normal findings. The patient was taken to the recovery room in stable condition. Problems list items and addressed during this visit: urinary urgency -- primary. The patient understood that surgery would not address this issue and she might need to have further evaluation and treatment after she recovered from surgery. Atrophic vaginitis: patient was advised to continue using vaginal estrogen cream until the day of surgery. Other: exposure of implanted urethral mesh, subsequent encounter. Patient had revision. The entire mesh was not removed and she may continue to have pain after the surgery. Clinical notes listed the following patient's problems: anxiety, pain, altered bowel functions, and nausea/vomiting.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of august 13, 2019 was chosen as a best estimate based on the date of mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue, e2314 - fistula, e0506 - vaginal bleeding, e2330 - pain, e1002 - abdominal pain, e1301 - dysuria, e1309 - urinary retention, e2015 - atrophy, e2006 - erosion. Impact codes f1905 and f2201 capture the reportable events of device revision and biopsy. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: b5, b7 and h6: patient codes additional information: blocks b5, b7 and h6: patient and impact codes block b3 date of event: the exact event onset date is unknown. The provided event date of august 13, 2019 was chosen as a best estimate based on the date of mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue e2314 - fistula e0506 - vaginal bleeding e2330 - pain e1002 - abdominal pain e1301 - dysuria e1309 - urinary retention e2015 - atrophy e2006 - erosion e1310 - urinary tract infection e1405 - dyspareunia e2326 - acute chronic inflammation e1310 - urinary tract infections e0123 - neuroma impact codes f1905, f2201 and f1901 capture the reportable events of device revision, biopsy and vaginal fistula surgery. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2011. Following the procedure, the patient experienced an unknown injury. On (B)(6) 2019, the patient underwent surgical intervention for mesh removal. *additional information received on june 13, june 14 and june 16, 2022: on (B)(6) 2019, the patient presented for follow-up visit. She presented with fistula on the left ischiorectal area. She was sent for MRI revealing possible vaginal cutaneous fistula. No evidence of fistula was seen to the anus. However, there was suggestion of a connection to the vagina which the surgeon thought was unusual. She was seen by a gynecology and there was an exposed mesh in the vagina from bladder sling. The fistula might be related to previous sling with mesh. No obvious fistula to vagina was noted. She did have pain and discharge from the area on the buttock. Perianal examination reveals what appears to be external fistulous opening the left lateral quadrant. There was no abscess. There was drainage. Rectal examination was nontender. She was brought to the operating for exam under anesthesia and seton placement if fistula was found to the anus. Upon inspection, she had evidence of external fistulous opening in the left lateral quadrant outside the sphincter complex. Anoscopy revealed internal hemorrhoids and hypertrophic papillae. No internal openings were seen to suggest anal fistula. No proctitis. On vaginoscopy, exposed mesh in the left side of the vagina was noted. The external fistulous opening was then excised sharply with a scalpel. A fistula probe was placed into the fistula tract and it tracked to the vagina. There was no tracking towards the anus. The fistula tract was excised partially. On (B)(6) 2019, the biopsy results noted at that time included: 1. Fistula the ulcerated and necrotic squamous epithelium and subcutaneous tissue with associated acute and chronic inflammation consistent with fistula. There is no evidence of a neoplastic process present. 2. Anal fistula fragments of fibroadipose tissue with acute and chronic inflammation and necrosis, consistent with debrided tissue. There is no evidence of a neoplastic process present on (B)(6) 2019, the patient presented for an evaluation for a mesh. She reported having onset of intermittent pelvic pain and pressure, groin pain, and body pain throughout the years after her mesh surgery. She complained of pain in the bladder, pelvis and abdomen. She also reported having moderate urinary urgency and frequency that had been present for two months. She complained of leaking with heavy stress maneuvers and strong urge incontinence. She leaks with heavy lifting, coughing and urgency. The urinary incontinence was described as drips daily and occasionally needs to change clothing. Risk factors for urgency reported include pelvic pain, frequent uti's, vaginal bulge, multiple pregnancies, large birth weight and history of back injury. Additionally, she complained of having constipation and strains during a bowel movement. She had urinary tract infection two months ago and was treated with keflex. She had a corrective surgery for her fistula on (B)(6) 2019, but continues to have pain when sitting despite having the surgery. Furthermore, she reported having fever, chills, headache, blurred vision, dizzy spells, numbness/tingling, excessive thirst, nausea/vomiting, indigestion/heartburn, chest pain, high blood pressure, muscle weakness, joint pain, back pain, urinary retention, urinary frequency, urinary urgency, wheezing, frequent cough, shortness of breath, depression and crying. Urinalysis showed 1+ leukocytes. Physical exam revealed lower abdominal and suprapubic pain and exposed mesh. Impression and recommendations: problem #1: exposure of implanted urethral mesh into urethra will examine under anesthesia in the operating room. Will revise and excise mesh of exposed vaginal mesh and diagnostic cystoscopy under anesthesia. Problem #2: mixed urinary incontinence bothersome urinary leakage with both stress and urgency. Recommend and plan cystoscopy at the time of mesh revision/excision will re-assess after surgery problem #3: pelvic muscle weakness recommended kegel exercise and may need to go for pt after mesh removal. Problem # 4: constipation increase dietary fiber and fiber supplements on (B)(6) 2019, the patient presented for postop evaluation of vaginal mesh and diagnostic cystoscopy. She reported having constipation and straining during a bowel movement. She complained of mild vaginal bulge and sharp pain where the vaginal mesh was removed and some mild vaginal discharge. She also noted urine retention and urinary leakage. Physical exam showed no discharge or bleeding but sutures were present. She expressed feeling depressed and anxious about life. She reported she had been frequenting the ER for panic attacks, persistent pain and other somatic complaints. She endorsed crying spells, lack of motivation, challenges with adls, "feeling like something bad is going to happen." She denies current suicidal ideation, but reported she has experienced thoughts of ending her life in the past. The patient had previous history of physical and sexual abuse and neglect. She is linked to mental health treatment, has been attending program for one week. She was prescribed cymbalta 20 mg by her pcp (primary care physician) but has not filled the prescription as she is afraid to take it. Emotional/psychological health comments: low suicide risk due to past history of ideation. She had s/I approximately three months ago with fleeting thoughts of drinking all her medications. Did not act on thoughts. Severity of the thoughts was five on the scale from 1-5. Thoughts were a few minutes. She was then prescribed medication for physical and mental health, psychoeducation. To be seen for a follow-up in two weeks. Impression and recommendations noted at that time: problem # 1: postoperative visit patient with presence of sutures along urethra and vagina patient continues to complain of sharp pain over inguinal area. She is extremely depressed and will see a social worker. On october 20, 2021, she presented with complaint of pelvic pain. She felt random episodes of pelvic pain that was sharp and was daily varying degree. The pain had been present for two to two and half years. Notes at that time included she previously had mesh revision on (B)(6) 2011 and (B)(6) 2019 and surgery for fistula. In (B)(6) 2021, she was also started being treated with estrogen cream for severe atrophy. She was not using the vaginal estrogen when she was last seen in january 2022. It was explained to her the importance of using vaginal estrogen cream and she was scheduled for follow-up. She reported she had been using the vaginal estrogen cream since then. Additionally, the patient reported dysuria, urgency, nocturia, no desire for sexual activity as it was painful the last time (approximately 2 years ago). Review of systems: genitourinary: positive for pelvic pain and urgency. Vagina: atrophic and tenderness, granulation tissue and mesh palpable on the left sulcus area, consistent with tot mesh. No prolapse noted. On (B)(6) 2022, the patient presented for follow-up of transobturator sling exposure. She reported she occasionally has some spotting and continues to have a discharge. She has not had any change in her pelvic pain. On exam, the area of tenderness was isolated to the left periurethral sulcus with the mesh exposure was located. On the same day, she underwent suburethral sling revision and cystoscopy procedures due to exposure of implanted urethral mesh. The mesh was not completely removed, but only the exposed area and its immediate surrounding. Findings included: very small sling exposure palpated at left periurethral sulcus with pain on palpation. This was noted in preoperative before the surgery; no mesh exposure was noted once the patient was under anesthesia; scar tissue palpated from 12 to 3 o'clock resected and revised; and granulation tissue at left vaginal side wall at 4-5 o'clock resected and vaginal wall repaired. Cystoscopy revealed normal findings. The patient was taken to the recovery room in stable condition. Problems list items and addressed during this visit: urinary urgency -- primary the patient understood that surgery would not address this issue and she might need to have further evaluation and treatment after she recovered from surgery. Atrophic vaginitis patient was advised to continue using vaginal estrogen cream until the day of surgery. Other exposure of implanted urethral mesh, subsequent encounter patient had revision. The entire mesh was not removed and she may continue to have pain after the surgery. Clinical notes listed the following patient's problems: anxiety, pain, altered bowel functions, and nausea/vomiting. ---additional information received on july 21, 2022: on (B)(6) 2022, the patient had a consultation and the clinical impression was that the patient had reflux esophagitis and pins and needles feeling in body. Review of systems showed positive for abdominal pain, other aches or pains and pins and needles all over her body. The patient presented because she felt as though there is a ball inside her epigastrium and discomfort in the right side of her neck. The top of her head is hot, burning, and tingling that sometimes hurt the right side of neck as well. The feeling of pins and needles in her arms and legs sometimes reached the legs and into the lower abdomen. Patient had a colonoscopy and endoscopy in june 2013 and the endoscopy showed esophagitis and gastritis and biopsies were taken for barrett's esophagus and h. Pylori, and the patient reported these were negative. The patient also stated that the mesh was "eating into her body" and causing a nerve to ball up which was causing discomfort. It was clarified that the mesh does not eat at the body, but as the body heals, nerves can regrow into a ball called a neuroma and a robotic surgery might be able to help. Additionally, the mesh is not causing her epigastric discomfort - likely her known esophagitis. Bloodwork was done to see if there is any sign of infection; lab resulted normal wbc, normal lactate and urine dip does not suggest infection. On physical examination, the patient was positive for epigastric tenderness, slight tenderness with palpation to llq, wincing to palpation, equal dorsalis pedis pulses. Speech is clear but she does have a nervous affect. The patient was treated with pepcid 20mg ivf as per screening labs ordered. Was advised to continue taking nexium and see a neurologist.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2011. Following the procedure, the patient experienced an unknown injury. On (B)(6) 2019, the patient underwent surgical intervention for mesh removal. *additional information received on june 13, june 14 and june 16, 2022: on (B)(6) 2019, the patient presented for follow-up visit. She presented with fistula on the left ischiorectal area. She was sent for MRI revealing possible vaginal cutaneous fistula. No evidence of fistula was seen to the anus. However, there was suggestion of a connection to the vagina which the surgeon thought was unusual. She was seen by a gynecology and there was an exposed mesh in the vagina from bladder sling. The fistula might be related to previous sling with mesh. No obvious fistula to vagina was noted. She did have pain and discharge from the area on the buttock. Perianal examination reveals what appears to be external fistulous opening the left lateral quadrant. There was no abscess. There was drainage. Rectal examination was nontender. She was brought to the operating for exam under anesthesia and seton placement if fistula was found to the anus. Upon inspection, she had evidence of external fistulous opening in the left lateral quadrant outside the sphincter complex. Anoscopy revealed internal hemorrhoids and hypertrophic papillae. No internal openings were seen to suggest anal fistula. No proctitis. On vaginoscopy, exposed mesh in the left side of the vagina was noted. The external fistulous opening was then excised sharply with a scalpel. A fistula probe was placed into the fistula tract and it tracked to the vagina. There was no tracking towards the anus. The fistula tract was excised partially. On (B)(6) 2019, the biopsy results noted at that time included: 1. Fistula the ulcerated and necrotic squamous epithelium and subcutaneous tissue with associated acute and chronic inflammation consistent with fistula. There is no evidence of a neoplastic process present. 2. Anal fistula fragments of fibroadipose tissue with acute and chronic inflammation and necrosis, consistent with debrided tissue. There is no evidence of a neoplastic process present on (B)(6) 2019, the patient presented for an evaluation for a mesh. She reported having onset of intermittent pelvic pain and pressure, groin pain, and body pain throughout the years after her mesh surgery. She complained of pain in the bladder, pelvis and abdomen. She also reported having moderate urinary urgency and frequency that had been present for two months. She complained of leaking with heavy stress maneuvers and strong urge incontinence. She leaks with heavy lifting, coughing and urgency. The urinary incontinence was described as drips daily and occasionally needs to change clothing. Risk factors for urgency reported include pelvic pain, frequent uti's, vaginal bulge, multiple pregnancies, large birth weight and history of back injury. Additionally, she complained of having constipation and strains during a bowel movement. She had urinary tract infection two months ago and was treated with keflex. She had a corrective surgery for her fistula on (B)(6) 2019, but continues to have pain when sitting despite having the surgery. Furthermore, she reported having fever, chills, headache, blurred vision, dizzy spells, numbness/tingling, excessive thirst, nausea/vomiting, indigestion/heartburn, chest pain, high blood pressure, muscle weakness, joint pain, back pain, urinary retention, urinary frequency, urinary urgency, wheezing, frequent cough, shortness of breath, depression and crying. Urinalysis showed 1+ leukocytes. Physical exam revealed lower abdominal and suprapubic pain and exposed mesh. Impression and recommendations: problem #1: exposure of implanted urethral mesh into urethra will examine under anesthesia in the operating room. Will revise and excise mesh of exposed vaginal mesh and diagnostic cystoscopy under anesthesia. Problem #2: mixed urinary incontinence bothersome urinary leakage with both stress and urgency. Recommend and plan cystoscopy at the time of mesh revision/excision will re-assess after surgery. Problem #3: pelvic muscle weakness recommended kegel exercise and may need to go for pt after mesh removal. Problem # 4: constipation increase dietary fiber and fiber supplements. On (B)(6) 2019, the patient presented for postop evaluation of vaginal mesh and diagnostic cystoscopy. She reported having constipation and straining during a bowel movement. She complained of mild vaginal bulge and sharp pain where the vaginal mesh was removed and some mild vaginal discharge. She also noted urine retention and urinary leakage. Physical exam showed no discharge or bleeding but sutures were present. She expressed feeling depressed and anxious about life. She reported she had been frequenting the ER for panic attacks, persistent pain and other somatic complaints. She endorsed crying spells, lack of motivation, challenges with adls, "feeling like something bad is going to happen." She denies current suicidal ideation, but reported she has experienced thoughts of ending her life in the past. The patient had previous history of physical and sexual abuse and neglect. She is linked to mental health treatment, has been attending program for one week. She was prescribed cymbalta 20 mg by her pcp (primary care physician) but has not filled the prescription as she is afraid to take it. Emotional/psychological health comments: low suicide risk due to past history of ideation. She had s/I approximately three months ago with fleeting thoughts of drinking all her medications. Did not act on thoughts. Severity of the thoughts was five on the scale from 1-5. Thoughts were a few minutes. She was then prescribed medication for physical and mental health, psychoeducation. To be seen for a follow-up in two weeks. Impression and recommendations noted at that time: problem # 1: postoperative visit. Patient with presence of sutures along urethra and vagina patient continues to complain of sharp pain over inguinal area. She is extremely depressed and will see a social worker. On (B)(6) 2021, she presented with complaint of pelvic pain. She felt random episodes of pelvic pain that was sharp and was daily varying degree. The pain had been present for two to two and half years. Notes at that time included she previously had mesh revision on (B)(6) 2011 and (B)(6) 2019 and surgery for fistula. In (B)(6) 2021, she was also started being treated with estrogen cream for severe atrophy. She was not using the vaginal estrogen when she was last seen in (B)(6) 2022. It was explained to her the importance of using vaginal estrogen cream and she was scheduled for follow-up. She reported she had been using the vaginal estrogen cream since then. Additionally, the patient reported dysuria, urgency, nocturia, no desire for sexual activity as it was painful the last time (approximately 2 years ago). Review of systems: genitourinary: positive for pelvic pain and urgency. Vagina: atrophic and tenderness, granulation tissue and mesh palpable on the left sulcus area, consistent with tot mesh. No prolapse noted. On (B)(6) 2022, the patient presented for follow-up of transobturator sling exposure. She reported she occasionally has some spotting and continues to have a discharge. She has not had any change in her pelvic pain. On exam, the area of tenderness was isolated to the left periurethral sulcus with the mesh exposure was located. On the same day, she underwent suburethral sling revision and cystoscopy procedures due to exposure of implanted urethral mesh. The mesh was not completely removed, but only the exposed area and its immediate surrounding. Findings included: very small sling exposure palpated at left periurethral sulcus with pain on palpation. This was noted in preoperative before the surgery; no mesh exposure was noted once the patient was under anesthesia; scar tissue palpated from 12 to 3 o'clock resected and revised; and granulation tissue at left vaginal side wall at 4-5 o'clock resected and vaginal wall repaired. Cystoscopy revealed normal findings. The patient was taken to the recovery room in stable condition. Problems list items and addressed during this visit: urinary urgency -- primary the patient understood that surgery would not address this issue and she might need to have further evaluation and treatment after she recovered from surgery. Atrophic vaginitis patient was advised to continue using vaginal estrogen cream until the day of surgery. Other exposure of implanted urethral mesh, subsequent encounter patient had revision. The entire mesh was not removed and she may continue to have pain after the surgery. Clinical notes listed the following patient's problems: anxiety, pain, altered bowel functions, and nausea/vomiting. ---additional information received on july 21, 2022: on (B)(6) 2022, the patient had a consultation and the clinical impression was that the patient had reflux esophagitis and pins and needles feeling in body. Review of systems showed positive for abdominal pain, other aches or pains and pins and needles all over her body. The patient presented because she felt as though there is a ball inside her epigastrium and discomfort in the right side of her neck. The top of her head is hot, burning, and tingling that sometimes hurt the right side of neck as well. The feeling of pins and needles in her arms and legs sometimes reached the legs and into the lower abdomen. Patient had a colonoscopy and endoscopy in (B)(6) 2013 and the endoscopy showed esophagitis and gastritis and biopsies were taken for barrett's esophagus and h. Pylori, and the patient reported these were negative. The patient also stated that the mesh was "eating into her body" and causing a nerve to ball up which was causing discomfort. It was clarified that the mesh does not eat at the body, but as the body heals, nerves can regrow into a ball called a neuroma and a robotic surgery might be able to help. Additionally, the mesh is not causing her epigastric discomfort - likely her known esophagitis. Bloodwork was done to see if there is any sign of infection; lab resulted normal wbc, normal lactate and urine dip does not suggest infection. On physical examination, the patient was positive for epigastric tenderness, slight tenderness with palpation to llq, wincing to palpation, equal dorsalis pedis pulses. Speech is clear but she does have a nervous affect. The patient was treated with pepcid 20mg ivf as per screening labs ordered. Was advised to continue taking nexium and see a neurologist. ---additional information received on september 13, 2022: on (B)(6) 2011, the patient underwent a transobturator tape (tot) cystoscopy with placement of obtryx transobturator mid-urethral sling, cystoscopic-guided balloon dilatation, hysteroscopy, polypectomy and curettage procedure for the treatment of stress urinary incontinence, endometrial polyps and menorrhagia. During cystoscopy, there was no tape seen inside the bladder. However, during hysteroscopy, a small anterior fundal polyp was seen. The endometrial cavity was not completely visualized due to blood-tinged fluid into the hysteroscope. The bilateral ostia were not visualized. On (B)(6) 2019, the patient presented for initial evaluation and management of vaginal fistula. The patient has had a known fistula for about two years but recently presented to the ER with complaints of feeling ill and abdominal pain. She was diagnosed with a urinary tract infection and vaginal fistula. She was scheduled to undergo a procedure (setan placement) on (B)(6) 2019. Patient reported not feeling well. She was taking her keflex. She added that she was not having pain, just feeling "sick" in general. No fever or chills. A yellowish vaginal discharge and a small amount of blood was noted. She also reported she leaks urine. A review of the mr fistulagram (performed on (B)(6) 2019) revealed vaginocutaneous fistula extending into the ischiorectal fossa with a component extending to the left buttocks and a component extending through the left obturator foramen with associated obturator internus myositis. There was no involvement of the anus or rectum. Also noted was uterine adenomyosis and a small right hydrosalpinx was suspected. Physical examination of the external genitalia revealed some evidence of mesh erosion suprapubically. Based on the exam, the physician did not see evidence of vaginal cutaneous fistula but did appreciate a mesh erosion along the anterior wall of the vagina. A review of CT scan showed a communication extending through the obturator foramen and the physician questioned whether a component of these findings were related to the tot procedure. Per the physician, it was possible there was mesh infection which was tracking into this region. ---additional information received on october 10, 2023: during patient's visit on (B)(6) 2023, it was reported that she recently had mesh removed from the bladder that was causing her pain and her symptoms got worse. The patient also reported a long history of depression and suicidal ideation. Multiple medical issues and pain that causes her to feel overwhelmed was reported as well. Due to these symptoms, the patient went to a doctor for medication and believes she was given paxil which caused her more anxious and scared and flushed all the pills. Additionally, the patient reported a history of sexual trauma but did not elaborate, seizures and multiple medical issues. On (B)(6) 2011, the patient had another office visit due to bladder pain and urinary frequency. The patient also had a severe atrophic vaginitis. Additionally, she had area of granulation tissue around the 2 to 3 o'clock position of the left vaginal wall. Mesh was barely palpable at this site. Patient was very tender with palpation of this site. The problems listed during the visit were urgency of urination, atrophic vaginitis, high-tone pelvic dysfunction and exposure of implanted urethral mesh into urethra. The patient had a visit for follow up of tot sling mesh exposure on (B)(6) 2022. An atrophic and tenderness, granulation tissue and mesh palpable on the left sulcus area on a 3 o'clock position was found during visit. Consistent with tot mesh. The patient then underwent a cystoscopy procedure due to its urinary urgency and history of pelvic mesh insertion. Patient tolerated the procedure well with no complications. Patient was seen on (B)(6) 2022, for a preoperative visit for surgery. Additionally, the patient reports occasionally having some spotting and continues to have a discharge, and nothing changes in her pelvic pain. The patient opted for sling mesh revision and cystoscopy. On (B)(6) 2022, the patient was diagnosed with implanted urethral mesh exposure. Periurethral scar was also noted. Fragments of periurethral squamous epithelium with chronic inflammation focally active, reactive hyperplasia, and dermal reparative fibrosis/scar.

Manufacturer narrative:
Additional information: blocks h6 (patient codes) and h10 has been updated. Implanting surgeon: (B)(6) (B)(6) hospital, (B)(6) block b3 date of event: the exact event onset date is unknown. The provided event date of june 7, 2019 was chosen as a best estimate based on the date mr fistulagram was performed. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue e2314 - fistula e0506 - vaginal bleeding e2330 - pain e1002 - abdominal pain e1301 - dysuria e1309 - urinary retention e2015 - atrophy e2006 - erosion e1310 - urinary tract infection e1405 - dyspareunia e2326 - acute chronic inflammation e1310 - urinary tract infections e0123 - neuroma e1906 - possible mesh infection. Impact codes f1905, f2201 and f1901 capture the reportable events of device revision, biopsy and vaginal fistula surgery. The following patient codes has been added to capture the reportable events below: e2339 - ulcerated and necrotic e2327 - necrosis e1020 - nausea e2006 - erosion e0205 - suicidal ideation e2313 - fibrosis.

Manufacturer narrative:
Additional information: blocks b3, b5, b7, d6a, d6b and h6: patient code. Implanting surgeon: (B)(6). (B)(6) hospital. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date mr fistulagram was performed. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue. E2314 - fistula. E0506 - vaginal bleeding. E2330 - pain. E1002 - abdominal pain. E1301 - dysuria. E1309 - urinary retention. E2015 - atrophy. E2006 - erosion. E1310 - urinary tract infection. E1405 - dyspareunia. E2326 - acute chronic inflammation. E1310 - urinary tract infections. E0123 - neuroma. E1906 - possible mesh infection. Impact codes f1905, f2201 and f1901 capture the reportable events of device revision, biopsy and vaginal fistula surgery.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2011. Following the procedure, the patient experienced an unknown injury. On (B)(6) 2019, the patient underwent surgical intervention for mesh removal. Additional information received on june 13, june 14 and june 16, 2022: on (B)(6) 2019, the patient presented for follow-up visit. She presented with fistula on the left ischiorectal area. She was sent for MRI revealing possible vaginal cutaneous fistula. No evidence of fistula was seen to the anus. However, there was suggestion of a connection to the vagina which the surgeon thought was unusual. She was seen by a gynecology and there was an exposed mesh in the vagina from bladder sling. The fistula might be related to previous sling with mesh. No obvious fistula to vagina was noted. She did have pain and discharge from the area on the buttock. Perianal examination reveals what appears to be external fistulous opening the left lateral quadrant. There was no abscess. There was drainage. Rectal examination was nontender. She was brought to the operating for exam under anesthesia and seton placement if fistula was found to the anus. Upon inspection, she had evidence of external fistulous opening in the left lateral quadrant outside the sphincter complex. Anoscopy revealed internal hemorrhoids and hypertrophic papillae. No internal openings were seen to suggest anal fistula. No proctitis. On vaginoscopy, exposed mesh in the left side of the vagina was noted. The external fistulous opening was then excised sharply with a scalpel. A fistula probe was placed into the fistula tract and it tracked to the vagina. There was no tracking towards the anus. The fistula tract was excised partially. On (B)(6) 2019, the biopsy results noted at that time included: 1. Fistula. The ulcerated and necrotic squamous epithelium and subcutaneous tissue with associated acute and chronic inflammation consistent with fistula. There is no evidence of a neoplastic process present. 2. Anal fistula. Fragments of fibroadipose tissue with acute and chronic inflammation and necrosis, consistent with debrided tissue. There is no evidence of a neoplastic process present. On (B)(6) 2019, the patient presented for an evaluation for a mesh. She reported having onset of intermittent pelvic pain and pressure, groin pain, and body pain throughout the years after her mesh surgery. She complained of pain in the bladder, pelvis and abdomen. She also reported having moderate urinary urgency and frequency that had been present for two months. She complained of leaking with heavy stress maneuvers and strong urge incontinence. She leaks with heavy lifting, coughing and urgency. The urinary incontinence was described as drips daily and occasionally needs to change clothing. Risk factors for urgency reported include pelvic pain, frequent uti's, vaginal bulge, multiple pregnancies, large birth weight and history of back injury. Additionally, she complained of having constipation and strains during a bowel movement. She had urinary tract infection two months ago and was treated with keflex. She had a corrective surgery for her fistula on (B)(6) 2019, but continues to have pain when sitting despite having the surgery. Furthermore, she reported having fever, chills, headache, blurred vision, dizzy spells, numbness/tingling, excessive thirst, nausea/vomiting, indigestion/heartburn, chest pain, high blood pressure, muscle weakness, joint pain, back pain, urinary retention, urinary frequency, urinary urgency, wheezing, frequent cough, shortness of breath, depression and crying. Urinalysis showed 1+ leukocytes. Physical exam revealed lower abdominal and suprapubic pain and exposed mesh. Impression and recommendations: problem #1: exposure of implanted urethral mesh into urethra. Will examine under anesthesia in the operating room. Will revise and excise mesh of exposed vaginal mesh and diagnostic cystoscopy under anesthesia. Problem #2: mixed urinary incontinence. Bothersome urinary leakage with both stress and urgency. Recommend and plan cystoscopy at the time of mesh revision/excision. Will re-assess after surgery. Problem #3: pelvic muscle weakness. Recommended kegel exercise and may need to go for pt after mesh removal. Problem # 4: constipation. Increase dietary fiber and fiber supplements. On (B)(6) 2019, the patient presented for postop evaluation of vaginal mesh and diagnostic cystoscopy. She reported having constipation and straining during a bowel movement. She complained of mild vaginal bulge and sharp pain where the vaginal mesh was removed and some mild vaginal discharge. She also noted urine retention and urinary leakage. Physical exam showed no discharge or bleeding but sutures were present. She expressed feeling depressed and anxious about life. She reported she had been frequenting the ER for panic attacks, persistent pain and other somatic complaints. She endorsed crying spells, lack of motivation, challenges with adls, "feeling like something bad is going to happen." She denies current suicidal ideation, but reported she has experienced thoughts of ending her life in the past. The patient had previous history of physical and sexual abuse and neglect. She is linked to mental health treatment, has been attending program for one week. She was prescribed cymbalta 20 mg by her pcp (primary care physician) but has not filled the prescription as she is afraid to take it. Emotional/psychological health comments: low suicide risk due to past history of ideation. She had s/I approximately three months ago with fleeting thoughts of drinking all her medications. Did not act on thoughts. Severity of the thoughts was five on the scale from 1-5. Thoughts were a few minutes. She was then prescribed medication for physical and mental health, psychoeducation. To be seen for a follow-up in two weeks. Impression and recommendations noted at that time: problem # 1: postoperative visit. Patient with presence of sutures along urethra and vagina. Patient continues to complain of sharp pain over inguinal area. She is extremely depressed and will see a social worker. On (B)(6) 2021, she presented with complaint of pelvic pain. She felt random episodes of pelvic pain that was sharp and was daily varying degree. The pain had been present for two to two and half years. Notes at that time included she previously had mesh revision on (B)(6) 2011 and (B)(6) 2019 and surgery for fistula. In (B)(6) 2021, she was also started being treated with estrogen cream for severe atrophy. She was not using the vaginal estrogen when she was last seen in (B)(6) 2022. It was explained to her the importance of using vaginal estrogen cream and she was scheduled for follow-up. She reported she had been using the vaginal estrogen cream since then. Additionally, the patient reported dysuria, urgency, nocturia, no desire for sexual activity as it was painful the last time (approximately 2 years ago). Review of systems: genitourinary: positive for pelvic pain and urgency. Vagina: atrophic and tenderness, granulation tissue and mesh palpable on the left sulcus area, consistent with tot mesh. No prolapse noted. On (B)(6) 2022, the patient presented for follow-up of transobturator sling exposure. She reported she occasionally has some spotting and continues to have a discharge. She has not had any change in her pelvic pain. On exam, the area of tenderness was isolated to the left periurethral sulcus with the mesh exposure was located. On the same day, she underwent suburethral sling revision and cystoscopy procedures due to exposure of implanted urethral mesh. The mesh was not completely removed, but only the exposed area and its immediate surrounding. Findings included: very small sling exposure palpated at left periurethral sulcus with pain on palpation. This was noted in preoperative before the surgery; no mesh exposure was noted once the patient was under anesthesia; scar tissue palpated from 12 to 3 o'clock resected and revised; and granulation tissue at left vaginal side wall at 4-5 o'clock resected and vaginal wall repaired. Cystoscopy revealed normal findings. The patient was taken to the recovery room in stable condition. Problems list items and addressed during this visit: urinary urgency primary. The patient understood that surgery would not address this issue and she might need to have further evaluation and treatment after she recovered from surgery. Atrophic vaginitis. Patient was advised to continue using vaginal estrogen cream until the day of surgery. Other . Exposure of implanted urethral mesh, subsequent encounter . Patient had revision. The entire mesh was not removed and she may continue to have pain after the surgery. Clinical notes listed the following patient's problems: anxiety, pain, altered bowel functions, and nausea/vomiting. Additional information received on july 21, 2022: on (B)(6) 2022, the patient had a consultation and the clinical impression was that the patient had reflux esophagitis and pins and needles feeling in body. Review of systems showed positive for abdominal pain, other aches or pains and pins and needles all over her body. The patient presented because she felt as though there is a ball inside her epigastrium and discomfort in the right side of her neck. The top of her head is hot, burning, and tingling that sometimes hurt the right side of neck as well. The feeling of pins and needles in her arms and legs sometimes reached the legs and into the lower abdomen. Patient had a colonoscopy and endoscopy in (B)(6) 2013 and the endoscopy showed esophagitis and gastritis and biopsies were taken for barrett's esophagus and h. Pylori, and the patient reported these were negative. The patient also stated that the mesh was "eating into her body" and causing a nerve to ball up which was causing discomfort. It was clarified that the mesh does not eat at the body, but as the body heals, nerves can regrow into a ball called a neuroma and a robotic surgery might be able to help. Additionally, the mesh is not causing her epigastric discomfort - likely her known esophagitis. Bloodwork was done to see if there is any sign of infection; lab resulted normal wbc, normal lactate and urine dip does not suggest infection. On physical examination, the patient was positive for epigastric tenderness, slight tenderness with palpation to llq, wincing to palpation, equal dorsalis pedis pulses. Speech is clear but she does have a nervous affect. The patient was treated with pepcid 20mg ivf as per screening labs ordered. Was advised to continue taking nexium and see a neurologist. Additional information received on september 13, 2022: on (B)(6) 2011, the patient underwent a transobturator tape (tot) cystoscopy with placement of obtryx transobturator mid-urethral sling, cystoscopic-guided balloon dilatation, hysteroscopy, polypectomy and curettage procedure for the treatment of stress urinary incontinence, endometrial polyps and menorrhagia. During cystoscopy, there was no tape seen inside the bladder. However, during hysteroscopy, a small anterior fundal polyp was seen. The endometrial cavity was not completely visualized due to blood-tinged fluid into the hysteroscope. The bilateral ostia were not visualized. On (B)(6) 2019, the patient presented for initial evaluation and management of vaginal fistula. The patient has had a known fistula for about two years but recently presented to the ER with complaints of feeling ill and abdominal pain. She was diagnosed with a urinary tract infection and vaginal fistula. She was scheduled to undergo a procedure (setan placement) on (B)(6) 2019. Patient reported not feeling well. She was taking her keflex. She added that she was not having pain, just feeling "sick" in general. No fever or chills. A yellowish vaginal discharge and a small amount of blood was noted. She also reported she leaks urine. A review of the mr fistulagram (performed on (B)(6) 2019) revealed vaginocutaneous fistula extending into the ischiorectal fossa with a component extending to the left buttocks and a component extending through the left obturator foramen with associated obturator internus myositis. There was no involvement of the anus or rectum. Also noted was uterine adenomyosis and a small right hydrosalpinx was suspected. Physical examination of the external genitalia revealed some evidence of mesh erosion suprapubically. Based on the exam, the physician did not see evidence of vaginal cutaneous fistula but did appreciate a mesh erosion along the anterior wall of the vagina. A review of CT scan showed a communication extending through the obturator foramen and the physician questioned whether a component of these findings were related to the tot procedure. Per the physician, it was possible there was mesh infection which was tracking into this region.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2011. Following the procedure, the patient experienced an unknown injury. On (B)(6) 2019, the patient underwent surgical intervention for mesh removal.